Manufacturer narrative:
Supplemental submitted to indicate there was no alleged injury related to this event.

Event description:
It was reported that a patient allegedly fell from the bed due to the bed exit not alarming. An evaluation was performed and no defect was found. No additional information has been provided.

Event description:
It was reported that a patient allegedly fell from the bed due to the bed exit not alarming. An evaluation was performed and no defect was found. No additional information has been provided.